Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the pacemaker exhibited premature battery depletion. The device was explanted and replaced. Further information was requested however, was not provided.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received from the field with battery voltage at elective replacement level triggering backup operation and reaching end of service level during the analysis. Review of the device image indicates there was a false replacement alert in the field consistent with low voltage fluctuation. Electrical analysis performed under nominal conditions, after replacing the battery, indicated normal functionality. Further evaluation at various pulse amplitudes measured current level within normal range, and no indication of premature discharge of battery noted. Longevity assessment was performed, based on field settings, and the device exceeded projected longevity indicating normal battery depletion.